Event description:
Nurse reported pt receives "terrible jolt/shock and implant pulse generator is turned off when passing through or around antitheft detector". Pt experienced increased pain. Sources of shock are retail stores frequented by pt. Device stimulation restored with pt programmer. Stimulation restored and presently pt status is stable.